Event description:
Intratio by hemosense. Lot 070612a, expires 11/2008. Strip code 720qx inr done on a regular patient who never varies and in whom no changes had occurred. Inr on this box 4.1 and 4.3, controls ok. Patient is never this high and pt and nurse did not believe result. New box, same lot number but strip code different, result 3.1, the usual result. Diagnosis or reason for use: blood clot.